Event description:
Pt was revised to address pain and lack of range of motion.

Manufacturer narrative:
The device associated with this report were not returned. A search of the complaint database found no prior report for all of the reported part and lot number combinations. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.